Event description:
The customer?s biomedical technician reported on (B) (6) 2009 a colleague cx triple channel volumetric infusion pump with a malfunction of a 599:320:844:0000 failure code on (B) (6) 2009. The event was reported to have occurred during patient therapy in the intensive care unit. According to the hospital representative therapy was stopped; however, no patient injury or medical intervention had been reported related to the device. There is no additional information available. The software version for this device is currently not known.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the pt expired at home 60 months post implant. The cause of death is unk, and no additional info was provided. The relationships to the device and to the procedure have not been assessed. (MFR # 2953200-2010-00857, MFR # 2953200-2010-00859).

Event description:
Approx ten months after the index procedure, the pt experienced a thrombosis at the site of the cypher stent. The pt had three cypher stents implanted in the left anterior descending coronary artery and right coronary artery. The thrombosis subsequently led to a myocardial infarction. No additional info was provided.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 599:320:844:0000" but it could not be reproduced. The pump passed all functional tests and was returned to the customer. (B) (4) master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary with additional information: the reported condition of a colleague infusion pump with failure code 599:320:844:0000 was confirmed during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb) and defective uim slave software. The uim pcb and uim slave software were replaced to correct the reported condition.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.